Event description:
An aus device was implanted, date and surgical details not indicated. On 6/3/97, the entire device was removed from the pt and replaced, reason not indicated. Ams has requested add'l info.